Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional cracked while being inserted into a tight knee.

Manufacturer narrative:
A persona tibial articular surface provisional (tasp) was reported to have fractured while being inserted. Visual inspection of the returned device confirms that it was fractured into two pieces and that all of the pieces were returned. The fracture runs clearly anterior-posteriorly proximal to the medial side of the central post. The device is used for treatment. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. This device was manufactured before the design modification and was part of the re-design scope. It was reported that the surgical technique was followed by the sales representative but it is unknown if this individual was present during the surgery. However, the returned device is a part of the re-design scope and was manufactured prior to the design modification. Therefore the root cause can be considered to be a previously addressed design issue.